Manufacturer narrative:
The issue was duplicated on investigation; the pump powered on to a call service 69 alarms. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed that there was no audio detected at power up. A review of the sound settings indicated that all were set to ¿high¿ except the temp basal, which was set to ¿off¿. The pump casing was opened and the audio circuit piezo pins were found to be out of alignment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting call service 069 alarms at random. The reported noted that no particular pump function was occurring at the time of the alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.